Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Patient reported right side rupture. Later its was informed that rupture was not identified during explant surgery, but patient had seroma and "chronic active inflammation with fibrosis." Result of immunohistochemical stain determined "no cell is positive for cd30." Device has been explanted.